Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the pacemaker was in the backup vvi mode. The patient was brought into the clinic and the device was successfully restored by reprogramming. The patient was asymptomatic throughout the event.